Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information

Event description:
It was reported that the procedure was to treat a moderately calcified lesion in the proximal right coronary artery. After the 4.0x8 mm nc trek balloon dilatation catheter (bdc) was fully deflated, an attempt was made to retrieve the bdc from the guiding catheter, but the balloon was stuck at the tip of the guiding catheter and could not be retrieved. The balloon had to have negative pressure multiple times in order to be removed. The balloon was fully deflated upon removal. There were no adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.